Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, water leak test from cable failed. Based on the results of the investigation, it is likely that the following led to the malfunction: bad cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It is reported that the camera head displayed no image. This event was found during an unknown procedure. There are no reports of patient harm.